Event description:
Synovitis. Joint effusion of left knee [joint effusion]. Case description: spontaneous case report was received on (B)(4) 2013 from a physician database extraction regarding a (B)(6) male pt, initials unk, with osteoarthritis (kellgren-lawrence grade 2 with no prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The pt's medical history was not provided. On an unspecified date in 2003, the pt initiated treatment with intra-articular synvisc (hylan g-f 20) injection (first course) in left knee, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2003, the pt received second synvisc injection. On (B)(6) 2003, the pt experienced synovitis in left knee. On unspecified date in 2003, the pt developed joint effusion of left knee and 18 cc of clear yellow fluid was aspirated and the pt received treatment with intra-muscular betamethasone at a dose of 1.3 cc (frequency not provided). The action taken with synvisc treatment was not provided. The outcome for the events of synovitis and joint effusion of left knee was not provided. Concomitant medications were not provided. The intensity for both the events moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related and did not provide relationship between synvisc and the event of joint effusion of left knee. F/u info was received on (B)(4) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary - the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit-risk profile of the product is not altered by this report.